Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2015-00001, 3005188751-2015-00002, 3005188751-2015-00004, 3008452825-2015-00003, 3005188751-2015-00005, 3005334138-2015-00003. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. An inquiry decapolar ep catheter was placed in the coronary sinus, a supreme ep catheter in the right ventricle, and a non-sjm ice catheter in the right ventricle. A double transseptal puncture was performed with a brk transseptal needle, through which an agilis nxt introducer and a swartz braided transseptal introducer were advanced. A reflexion spiral ep catheter and a tacticath quartz ablation catheter were advanced into the left atrium, geometry was created, and ablation was performed. After a few ablations, the swartz braided transseptal introducer and the agilis nxt introducer were pulled back and their positions through the septum were switched. Ablation was again performed with no impedance or contact issues. It was noted over time the supreme ep catheter had migrated to the middle cardiac vein. The procedure continued and the patient¿s rhythm progressively became more junctional with slight hypotension. The patient¿s permanent pacemaker was then adjusted, which resulted in improvement in the blood pressure. Ablation was stopped and the ice catheter display was reviewed, which revealed a pericardial effusion. Heparin was reversed and an echocardiogram was performed to confirm the effusion. A pericardiocentesis was performed, which stabilized the patient. The patient was then transferred to ICU while intubated with the pericardial drain in place. No further intervention was required to treat the effusion. There were no performance issues with any sjm device.